Event description:
The patient reportedly has been having elevated blood glucose since last wednesday. His highest blood glucose reading was 260 mg/dl. At the time of concern, the patient had symptom of nausea when he woke up. The patient was able to lower his blood glucose with the animas pump but his blood glucose still remains above his blood glucose target of 90-180 mg/dl. The animas representative performed troubleshooting to evaluate the animas pump and to assess the cause of the patient's alleged elevated blood glucose. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The cannula did not have any a kink or bending at the infusion site. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. This complaint is being reported because the patient had symptom and sign suggestive of hyperglycemia while on pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A force test was performed with no failures at the conclusion of testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose basal delivery shows that the pump was used after the original complaint date, but delivered accurately up until the date last used by the patient. The complaint is not able to be accurately investigated due to the overwritten black box data. The pump was exercised for 29 hours with no delivery issues.

Manufacturer narrative:
The serial number for the pump was originally reported as (B)(4); the correct serial number for this device is (B)(4).